Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the manufacturer¿s investigation. A review of the instructions for use (IFU) were conducted, during this investigation. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. ¿do not activate output in seal & cut mode, while the grasping section is closed, without contacting tissue or vessel or ensuring, that tissue is transected. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue, so that users can confirm, it is transected. Also, stop activation immediately after tissue is transected. The thunderbeat instrument should be used for soft tissue. Do not activate output, while grasping hard tissue, such as bone or highly calcified tissue, or hard objects, such as metal clips, stapler, or other instruments. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off. And partial separating of the tissue pad may occur, due to a local increase of temperature caused by the friction between tissue pad and the probe tip, during activation¿. The exact cause of the event couldn¿t be exclusively identified. However, based on the past similar case, the probe broken was possibly occurred, due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown in our IFU provided with the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event did not cause or contribute to any patient harm. Both devices in question were disposed of by the user facility. When the investigation is completed, or should additional information be provided, a supplement report will be submitted.

Event description:
It was reported during an unspecified procedure, two thunderbeat 5mm pistol grip probes separated. The first probe separated (referenced under patient identifier (B)(6)), then after the second probe from the same lot was noted to be damaged (referenced under patient identifier (B)(6)), the physician retrieved a third device and completed the procedure. This is reported one of two. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.